Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the longevity of this device decrease by four years within approximately 6 months. During the next follow-up visit, which is intended within the 6 months, the field will discuss this with boston scientific technical services for an analysis of the battery. This device remains implanted and in service. No adverse patient effects were reported.